Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer called philips to report device had a solid red-x, restarted the device and had a flashing hour glass. The biomed then ran op-check that passed, then the device froze. There was no reported patient involvement/adverse patient impact.